Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers h13c07061, h13a07073, h13d16086, h13b07048, h13f05068, h13f25025, h13h12045, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of abdominal pain. On an unknown date, the patient was treated with unspecified antibiotics. The cause of peritonitis was reported to be possible bowel damage sustained in a car accident, 2-3 days prior to hospitalization; however, this was not confirmed. The patient was discharged 9 days after admission. The patient recovered from peritonitis 6 days after being discharged. No additional information is available. This is report 3 of 3 involved in this peritonitis event.